Event description:
A diagnostic anomaly was observed on the device. No intervention was performed at this time. The patient was in stable condition.

Event description:
Additional information received indicating event was unrelated to the device. The is no allegation on the device.